Event description:
Surgeon removed loose restoration modular cone/plasma stem construct & loose tritanium cup. They had been identified as loose prior to surgery. Surgeon queried sepsis & said that "it wasn't the fault of the implants that they were loose."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a tritanium shell was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded: "as such, all aspects of this failure case, both the infection and the loosening aspects are procedure-related with an unknown secondary contribution of patient-related factors. This case is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions the loose components are determined to be secondary to the reported infection. Clinician review indicated the infection was related to procedure and patient related factors. The provided medical records confirmed the infection however were insufficient to determine the source of the infection could not be determined as results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon removed loose restoration modular cone/plasma stem construct and loose tritanium cup. They had been identified as loose prior to surgery. Surgeon queried sepsis and said that "it wasn't the fault of the implants that they were loose".